Event description:
It was reported that 4 days after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesions were located in the non tortuous, 80% stenosis mid lad and 100% occluded ramus. The physician encountered significant resistance during insertion. The physician deployed a taxus express2 8.8% 2.5 x 20 mm drug eluting stent in the mid lad. He then deployed a second taxus 2.5 x 20 mm stent in the ostial ramus. A portion of the stent remained in the lad from the ostium of the ramus. An additional taxus 2.5 x 8mm stent was placed in the proximal lad. The ramus and the proximal lad were pre dilated but the mid lad was not pre dilated. The physician experienced no difficulty crossing the lesions. All the stents were well positioned and well apposed. The pt was given plavix and instructed to continue ongoing. The pt returned 4 days later at 8:30 am in the ER with chest pain. Pt was due to take their plavix at 9 am. A repeat angiogram confirmed a thrombosis proximal to the bifurcation of the stents. The treatment was an angioplasty 7 hours after the onset of symptoms. The pt's status is reported as fine. In the opinion of the physician, the thrombosis was related to the stent.